Event description:
A falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The falsely depressed result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2_c result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) and reported a falsely depressed concentrated carbon dioxide_2 (co_2c) result was obtained on a patient sample on an advia 1800 instrument. Quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit (tsv). The dilution probe pipette (dpp) assembly and alignments to the aptio track and instrument areas were checked. All probe alignments were found to be acceptable. The reaction tray wash unit (wud) and dilution tray wash unit (dwud) assemblies were found to be operating normally. The mixer alignments, water supply pressure, vacuum, lamp voltage and operation were verified. Quality controls (qc) were processed and recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.